Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient woke up with high blood glucose (bg), stomach pain including diabetic ketoacidosis and was hospitalized on (B)(6) 2023. The blood glucose level was 387 mg/dl. The patient also tested positive for high ketones. The hospitalization lasted for 2 days. No further information available.